Manufacturer narrative:
The device was returned in a plastic bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No abnormalities observed. The lens was returned outside the device in the plastic bag. Ophthalmic viscoelastic device (ovd) was dried on the lens. One haptic was bent and adhered by ovd to the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ovd should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become stuck in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported with a description of faulty lenses. Additional information was requested and received stating during injecting faulty, lens did not come out properly with no patient harm.